Event description:
(B)(6) alleged that where the rail attaches to the bed the metal chips off and that it is very sharp and because of this her mother has cut herself on the rail. She has also alleged that she cut her finger on the rail because of it being so sharp.